Event description:
It was reported that the pump battery was slow to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting or further follow-up, and no additional information was received regarding corrective actions or event outcome.